Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Ofr evaluated the device and confirmed as follows; there was a leakage at air / water connector. Bending section rubber was loose, wrinkled, and scratched. Insulation of the insertion tube was low. Insertion tube was scratched. Body control unit was cracked. Universal tube was kinked. Angulation was insufficient. Up/down angulation lock function was not working. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope) . The testing result cleared the (B)(4) guideline. The reported event appeared to be caused by insufficient customer's reprocessing or endoscopic damage. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the following microbes were detected from the sample collected from the device. Distal end: aerobic microorganisms (<1 cfu/sample) at 30 for 3 days, aerobic microorganisms (<1 cfu/sample) at 30 for 5days channel: aerobic microorganisms (13 cfu/sample) at 30 for 3 days, aerobic microorganisms (13 cfu/sample) at 30 for 5days the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.